Event description:
Fail to remain inflated, my understanding is that tube inflates but the valve is not holding.

Manufacturer narrative:
All information reasonably known as of 20 june 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. The complaint reported "fail to remain inflated, my understanding is that tube inflates but the valve is not holding." The complaint investigation was performed based on the content of the issue reported. Based on the complaint report no patient was affected as a result, the patient's airway would be compromised. There were no photo images or videos of the reported issue; therefore, the complaint was unable to be confirmed and no root cause was identified. Rm226962 was issued 5/21 and ups labels sent; however, the product has not been returned for evaluation as of july 10, 2024. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board." This is the first (1) complaint reported for part number 1-7333-70. There were no other reported complaints reported for part number 1-7333-70 during the same timeframe. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
Fail to remain inflated, my understanding is that tube inflates but the valve is not holding.

Manufacturer narrative:
All information reasonably known as of 20 june 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.